Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 2 weeks prior to contacting lfs. The patient reported using oral medications and insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the allege disuse. The patient reported immediately after, she felt ¿sweaty.¿ the patient denied receiving any medical treatment in response to her alleged symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. The meter¿s battery appeared to be working properly. The cca the patient was using the correct test strips. However the alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.